Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim the hospital again received fresh stock from the distributer in october. They are facing similar issue again. Blood is leaking from smartsite and the septum and the casing is oval in shape for some of the stock. Further investigation from the hospital purchase team showed that the fresh stock received in october.

Event description:
Additional information: quantity involved: as per the procurement department, total (B)(6)faulty smartsites have been found out of the stock received. They are yet to find exact number. Can you confirm is there any patient impacted? There was blood leakage as shown in the video. Nothing severe has been reported post that. Can you confirm that there are any serious injuries that occur to the patient? No please confirm when the reported defect was identified, i.e., during priming, or during an infusion after connecting the nfc and before the initiation of infusion.

Manufacturer narrative:
Nf 02 dec 2024: a 20019e7ds product was not available for investigation; however the customer confirmed that the complaint sample was from lot ta240149. The customer indicates that "blood is leaking from smartsite and the septum and the casing is oval in shape for some of the stock." As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience of leakage of blood from an ovalised smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.